Event description:
It was reported that the patient¿s fourth pump was replaced due to excessive scar tissue. It was noted that the patient had a baclofen pump of various makes on the right side of their abdomen since 1992. Although the outcome was still in question, no follow-up could be conducted as the event was a result of an internet forum post.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).